Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reseated ccc cables on robot and was still unable to get robot to connect to the system. Fse replaced robot ccc, which resolved the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system is powering on with a "robot is not connected or powered on message" on the tower, as well as a "connect the robot to the vision tower to proceed with surgery" message. Customer also informed the power button is flashing blue continuously and will not turn solid blue. Tse had the customer power each cart on in stand-alone mode and the console and tower completed self-test, but the robot did not complete self-test and the power button continued to flash blue. Tse had the customer perform a hard reboot / epo on the robot but the issue persisted. There was no report of patient involvement or reported injury.